Manufacturer narrative:
It is unclear at this time whether this device may have caused or contributed to this event.

Event description:
It was reported: "surgeon said, 'excessive posterior tibial tilt which caused damage to the pcl and subsequent instability."'